Manufacturer narrative:
Per the clinic, the patient was treated with topical antibiotics (specific date and duration not reported) and underwent skin revisions (date not reported) in order to remove the granulation tissue around the abutment. The infection resolved. This report is submitted on august 18, 2023.

Manufacturer narrative:
Per the clinic, the patient was treated with oral and topical antibiotics on (B)(6) 2023 (duration not reported). This report is submitted on september 15, 2023.

Manufacturer narrative:
This report is submitted on july 17, 2023.

Event description:
Per the clinic, the patient developed an infection around the implant site. Additional information has been requested but it has not been made available as of the date of this report.